Event description:
Pt was scheduled to have her bilateral breast implants removed because her breasts were "slightly hardened". Immediate replacement with saline implants was also scheduled which was done. Upon entering the breast capsule in each breast, the surgeon noted that the implants were ruptured and gel had leaked into the capsule where it was contained. Reporter alleges the pt had breast lumps.